Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels over 400 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly except for the date. Assisted with the date change. The insulin pump passed the prime and high pressure tests. However, after conducting the prime test with a new infusion set, insulin did not exit. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.